Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a small air gap in the tubing. Additionally, it was reported that multiple occlusion alarms occurred. The user's blood glucose level was 193 mg/dl. During the system check with tandem technical support, it was determined that the cartridge should be changed. Recommendation was made for the user to change all the supplies.